Event description:
A customer contacted beckman coulter regarding several erratic accu tnl results from different patients that were generated by the access 2 instrument. The accu tnl results were reported out of the lab. The customer indicated the physician and laboratory personnel noticed the accu tnl results did not fit the clinical presentation of the affected patients. The affected pt samples were retested for accu tnl. The corrected reports were reported out of the lab. The customer indicated the patients were admitted to the hospital for other medical issues. The customer did not provide any additional information regarding this event. The customer indicated that there has been no change to the pt treatment that can be attributed to this event.